Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected high out of range shock impedances of greater than 200 ohms. The shock impedance was around 45 ohms until a couple of months ago. Now the shock impedance is consistently greater than 200 ohms. It is suspected the competitor right ventricular (rv) lead is fractured, but this has not been confirmed. The electrogram (egm) had a small amount of noise visible on the shock channel. Technical services provided programming options. At this time, this ICD remains in service and there were no adverse patient effects reported. The patient plans to contact the clinic to schedule a follow-up. No further details were provided.